Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. On the day before death the patient was implanted with an implantable pulse generator.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed acute and sub-acute infective endocarditis and there was lead endocarditis. An open surgical explant of the implantable cardioverter defibrillator system was performed and following the patient died from electro-mechanical decoupling with pre-existing global cardiac decompensation. The patient was a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The primary cause of death was listed to be implantable cardioverter defibrillator lead endocarditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The echocardiogram revealed a high suspicion for vegetations on the leads with ¿possible proportional inflammatory changes.¿ the patient was treated with intravenous antibiotics. During the explant procedure and when the implantable cardioverter defibrillator was removed, the right atrial lead was capped and not replaced. There was an ¿untreated old right ventricular lead fragment¿ and the lead was replaced.